Event description:
Customer reported that the t: slim x2 pump battery would not charge and that a power source alert occurred during the issue, despite using the correct tandem charging cable and adapter. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by using a non-tandem charging cable with the tandem wall adapter, although it was noted that using non-tandem equipment was not recommended. Technical support informed the caller of this and sent a replacement tandem charging cable, with no further assistance required as the pump began charging successfully.